Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed for lot number 26417g and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. No samples were received for this complaint therefore a thorough product evaluation could not be performed. Images of the pouch label and reported failure mode were received and reviewed. The pouch label photographed differs from the pouch label in which the product is contained at the time of its release, suggesting it has been re-packed. The failure mode of cracked casing was confirmed. The manufacturing process for this product was reviewed and found no inconsistencies in the manufacturing procedure that could have caused or contributed to the reported failure mode. The investigation found that the failure mode could not be confirmed at this time, however a potential root cause could be damage caused to the product after the point of release, possibly during transit. Should further supporting information become available this investigation may be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that canister cracked causing air leakage in therapy.